Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. This report is a related record of another complaint. Please refer to the report with MFR report number 2955842-2025-38629 for the curved-tip 30 stapler instrument used in the same procedure.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the 30 curved-tip stapler instrument got stuck while being used since it had sutured and cut half the length to be sutured. There was no report of patient harm, adverse outcome, or injury. Intuitive surgical (is) contacted the customer and obtained the following additional information regarding this event: the instrument and accessory were inspected prior to use, with no damage or abnormalities noted. The incident involved a green stapler reload, chosen for its clinical suitability, during the first staple fire in a segmental lung resection targeting the bronchus. The tissue was neither calcified nor had it been exposed to radiation or chemotherapy, and there was no tissue tension or bunching. The issue involved a partial fire, resulting in an exposed blade and missing staples from the staple line, but no malformed staples, gaps, or deployment of staples occurred unexpectedly. There were no obstructions or prior staple lines encountered, and the stapler did not get stuck to the tissue. No errors or messages were noted, and there was no bleeding, unplanned tissue removal, or fragments detached from the device. A 15-minute delay occurred due to the instrument issue. The procedure was completed robotically without injury to the patient.